Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. It was reported that heartmate 3 lvas, serial number (B)(6), will not be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) (rev. C) is currently available. Section 1 ¿introduction¿ of this document lists death as an adverse event that may be associated with the use of the heartmate 3 lvas. The IFU also lists multiple types of organ failure and dysfunction (right heart failure, respiratory failure, renal dysfunction, and hepatic dysfunction) as adverse events that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: the patient's centrimag was used for rvad support, and the centrimag was still implanted when the patient passed away. Related centrimag MFR #: 3003306248-2023-05066.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient underwent an aortic valve replacement (avr) procedure on (B)(6) 2023, prior to their left ventricular assist device (lvad) implant, that was complicated by profound cardiogenic shock and a standstill left ventricle. The patient was initially supported on (B)(6) 2023 with a centrimag acting as a central venoarterial extracorporeal membrane oxygenator (va-ECMO) with a left ventricle vent. A coronary angiography revealed patent vessels. Myocardial recovery was not observed, and the patient was transitioned to lvad support and a central right ventricular assist device (rvad) beginning on (B)(6) 2023. The patient was unable to be weaned from their rvad and goals of care were shifted to comfort care. The patient ultimately passed away on (B)(6) 2023 due to multisystem organ failure (msof). The death was not considered to be device or therapy related and the device operated as expected.